Event description:
The complainant had placed a impella 5.5 pump as care escalation from a impella cp pump. The 5.5 was supporting when there was pain and a hematoma at the pump site/arm. There was an abdominal bleed also that prompted red blood cells to be infused during the support. The entire nitinol coil detached from motor housing while explanting. The pump was explanted and the patient survived.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Product damage (cannula detached from motor housing) the returned product confirmed that the cannula was detached from the motor housing at the location of the outlet. There were no deformities in the cannula as in any clamp marks or scratches seen. The delo band remained on the motor housing and there were no indications of it ripping or incorrect potting. Residual glue marks are noted on the inside of the cannula and the indentation of it being bonded to the motor housing can been seen. On the surface of the lbb (motor housing) delo also remains as evidenced by the darker material on the surface. There were no kinks seen on the catheter but the amount of slack on the catheter between the motor housing an blue butterfly is rather short. The root cause of the product damage (cannula detached from the motor housing) is due to a material fracture but the cause cannot be further established. Asae: it was stated that the patient had a hematoma at the access site since transfer and it did not increase in size. There was no jp drain present and they were off systemic heparin. There are no other details surrounding the hematoma and it was unknown if it resolved. The cannula was detached from the motor housing on the returned product but that occurred on explant and there were no other damages noted. Due to a lack of clinical information, the root cause of the hematoma cannot be determined. Bleed/pain: the patient had abdominal bleeding as well as left arm pain. The cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.